Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 33% to 10% after being connected to a power source. In addition, the pump was unable to be charged properly despite the attempt of a wall adapter and computer usb port. Customer reported blood glucose level was not impacted. Reportedly the customer has a backup pump as alternate insulin therapy until the replacement pump is received.